Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, broken reservoir tube lip, minor scratches on the display window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that there was a hospitalization due to a high blood glucose over 600 mg/dl. The customer reported that on the day of the event, he saw that the blood glucose was high and programmed for 15-20 units of insulin to be delivered and that when he checked again an hour later, the blood glucose was still high. The customer went to the emergency room. The blood glucose reading at the time of the report was 227 mg/dl. The customer treated with manual injection. The customer was wearing the insulin pump at the time of the emergency room visit. The customer reported that there was a crack by the reservoir. The customer reported that the drive support disk was normal and recessed and did not recall any leaks or air bubbles. The customer reported that he had not received any alarm for no delivery. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.